Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted and the boards were reseated. The batteries and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was slow to boot up and shut down and will not reboot. There is no report of death or serious injury associated with the complaint.